Event description:
It was reported the programmer had a broken screen. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the overlay on the screen was cracked. No fault was found with the display screen.